Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported patient blood glucose results of 3.5 mmol/l on aviva nano system, 5.7 mmol/l on mobile system within 10 minutes. No information provided for aviva nano system. Reported no adverse event. A request was made for the return of the meter and strips.